Event description:
It was reported that this system with implantable pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance of greater than 3000 ohms. Rv lead was known to be failing and had no pacing. A ping was noted on the rv electrocardiogram every 2 seconds which appeared to be the auto lead detected feature. Technical services (ts) discussed the ping is to measure rv lead until an in-range impedance is found on the port. Device reprogramming options were discussed. This system remains in service and no adverse patient effects were reported.